Event description:
Event originally considered not reportable. Further details of the event were provided during the investigation. MDR decision was re-evaluated based on the add'l info received. Customer reported the motor stopped working. Further info indicates the surgery was delayed over 30 minutes and could not be completed. No info is available regarding the need for a additional intervention. This device is used for treatment.

Manufacturer narrative:
Device has been sent to MFR for eval. A follow up report will be submitted upon completion of the investigation.